Manufacturer narrative:
Additional manufacturer narrative reported event: an event regarding abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned.  Medical records received and evaluation: no medical records were received for review with a clinical consultant.   Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the patient had excessive levels of chromium and cobalt in blood work. The event could not be confirmed, nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Its reported, that the consumer underwent a right total hip arthroplasty on (B)(6) 2014. Its further alleged that elevated levels of chromium and cobalt were revealed in blood work. The consumer underwent revision surgery on (B)(6) 2018.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Its reported, that the consumer underwent a right total hip arthroplasty on (B)(6) 2014. Its further alleged that elevated levels of chromium and cobalt were revealed in blood work. The consumer underwent revision surgery on (B)(6) 2018.